Event description:
It was reported that an o-ring was on the pneumatic tap. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.